Manufacturer narrative:
The clinical representative asked the patient to turn off the stimulator and monitor the blood pressure for the remainder of the day. The clinical representative contacted the implanting clinician and stimwave cmo to report the occurrence. The following details were provided during the course of the investigation: on (B)(6) 2021, the patient started the trial with two leads implanted on the suprascapular nerve. During intraoperative testing, the patient described paresthesia that overlapped the area where he had his everyday pain. On (B)(6) 2021, the patient contacted the clinical representative to disclose having trouble distinguishing the pain between procedural pain and neuralgia pain. However, the patient informed the clinical representative that the ringing in the ears that usually prevents the patient from sleeping had seemingly gone away. On (B)(6) 2021, the patient-reported to the clinical representative improvement related to the neuralgia pain. However, the relief experienced was about 30%. On (B)(6) 2021, the clinical representative switched the patient's program settings to deliver more amplitude seeking to provide a pain relief more significant than 30%. On the same date, around 5:30 pm, the patient contacted the clinical representative to disclose a rise in his blood pressure. The patient wanted to know if this occurrence could be related to the stimulator. The clinical representative instructed the patient to turn the stimulation off and monitor the blood pressure. The clinical representative asked the patient to advise if the blood pressure continues to rise for the clinical representative to contact the implanting clinician. On (B)(6) 2021, the patient contacted the clinical representative to inform the blood pressure had lowered overnight. The clinical representative instructed the patient to turn the stimulation on at a lower amplitude setting that will provide 30% relief and did not cause any adverse events at the trial's commencement. The patient reached out to the clinical representative midday to disclose that his blood pressure had gone up again. The clinical representative instructed the patient to turn the device off and wait for further instructions from the implanting clinician. The clinical representative notified the implanting clinician of the occurrence to discuss a plan of action. However, the clinical representative learned that the implanting clinician had decided to remove the trial leads. On (B)(6) 2021, the patient did not turn the stimulation on for the whole day. The patient-reported that his blood pressure seemed to have leveled off again. The implanting clinician successfully removed the leads. On (B)(6) 2021, the clinical representative followed up with the implanting clinician on the occurrence. The implanting clinician explained to the clinical representative that the patient had issues with blood pressure previously and monitors his blood pressure regularly. However, there seems to be a relationship since the stimulation was turned on, the blood pressure would rise each time. The implanting clinician and the patient decided not to move forward with a permanent implant. On (B)(6) 2021, the clinical representative followed up with the implanting clinician on the occurrence. The implanting clinician explained to the clinical representative that the patient had issues with blood pressure previously and monitors his blood pressure regularly. However, there seems to be a relationship since the stimulation was turned on, the blood pressure would rise each time. The implanting clinician and the patient decided not to move forward with a permanent implant. Based on this information, the rise in blood pressure confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the rise in blood pressure is unknown/no problem found.

Event description:
On (B)(6) 2021, a trial patient contacted the clinical representative to report a rise in blood pressure, which the patient believed was attributed to the stimulator.